Event description:
Customer reports that she obtained results of 43mg/dl, 50mg/dl, 47mg/dl and 82mg/dl on the same device within 10 minutes. The customer drank juice/milk and ate candy immediately before the 43mg/dl result. No medical treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.